Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) contacted biomerieux to report a discrepant organism identification on the vitek 2 yeast (yst) identification (ID) test kit (ref (B)(4)). Candida albicans was misidentified as stephanoascus ciferrii. Local evaluation/investigation by biomerieux field service engineer identified damage to the tx13 optics assembly. Following replacement, three (3) patient isolates were re-processed; results were correctly identified as candida albicans. There is no indication or report from the hospital or treating physician to biomerieux that the organism misidentification led to any adverse event related to the patient's state of health. However, the customer indicates a two-day delay in reporting results. Culture submittals were requested by biomerieux for internal investigation. An internal biomerieux investigation will be initiated.

Manufacturer narrative:
Biomérieux internal investigation was conducted. The customer submitted two (2) lab reports. The first lab report contained an identification of stephanoascus ciferrii. This report showed six (6) atypical positive reactions (laca, drafa, dmela, lsbea, lrhaa, laraa) when compared to those expected for candida albicans. Troubleshooting with the customer determined the optical assembly was damaged. Following field service engineer site visit, and replacement of the damaged optics, test results are as expected (organism identifications are correct). As evidence of problem resolution, the second lab report identification was candida albicans, as expected. This lab report did not have any atypical positive reactions. In addition, the manufacturing qc lot records were reviewed. The vitek® 2 yst ID card lot in use by the customer passed on initial qc performance testing. There were no issues observed. The card lot is performing in accordance with specifications.